Event description:
End user alleges while operating the power wheelchair in the snow it stopped and he was stuck outside in the snow for several hours. End user was not wearing a seat belt. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
Upon evaluation the equipment submitted functioned as intended. The end user reported operating the motorized wheelchair in the snow. The owner's manual warns, "do not subject the power wheelchair to direct rain, water, slush or snow," and "always use the seat belt."